Event description:
It was reported that the nurse at the wound hospital turned the renasys go device off and removed it from the patient to change his dressings. When she put the device back on the patient and turned it on; it displayed a device fail error. It is unknown how the treatment was completed and if there was a delay. No patient harm reported.

Manufacturer narrative:
The device used in treatment has been returned and evaluated establishing a relationship between the event and the reported device. A visual inspection of the returned device did not identify any issues. The functional evaluation revealed there was "device failed-please return" error message when turned on and the device operation failed to go past the error message and therefore the root cause is confirmed as an internal hardware failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.